Event description:
The customer called to report low battery life on the insulin pump. The customer then reported no audio tones. Troubleshooting was performed and the insulin pump did not beep during the tone test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow, once the analysis has been completed.